Event description:
Pace medical was notified on april 4, 2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned device stating that it had an unstable (pacing) rate. The device was examined and a loose connector was found. The connector was re-soldered. The pacemaker was then recalibrated and final tested. The device passed all tests and was returned to the customer. Reason for loose connector may have been due to rough handling or a sudden impact.